Event description:
It was reported that there was an infection. It was noted that the patient would be seeing their doctor in (B)(6). It was noted that the patient recently saw a different doctor on (B)(6) and they made some adjustments to the stimulator. It was noted that there was a culture taken but the results were unknown. It was noted the patient was prone to getting urinary tract infections but the patient stated that they did not have a urinary tract infection at the time of the report. The patient was on program 3 at 3.1v and changed to program 4 at 3.9v. It was noted that the setting was comfortable. Due to conflicting information it was uncertain if the patient had a urinary tract infection at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v971119, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).